Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed lesion was located in the severely calcified mid right coronary artery (rca). The lesion was predilated with a 2.5 mm maverick2 balloon. The physician was unable to cross the lesion with the 3.00 x 20 mm taxus express2 drug eluting stent. Following removal, damage to the stent was noted. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.